Manufacturer narrative:
(B)(4) information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information received just for clarification, did the tissue pad detach from the clamp arm? Yes. Per the event: tissue was removed from the patient. Is this referring to the tissue pad? Yes. The event refers to a second device that the jaw has also broken. Did the titanium blade tip break off or did the tissue pad become detached? Tissue pad become detached was the broken component from the second device removed from the patient? Yes.

Event description:
It was reported by the surgeon that during a endometriosis the device's jaw where the tissue pad is has broken inside the patient. The jaw was removed from the patient. They used another device to complete the case tissue pad was removed from patient. No patient consequences.

Manufacturer narrative:
(B)(4). Additional information: batch # m93c4r. The device was returned with the blade tip broken off and returned. Upon visual inspection the tissue pad in good physical condition and properly attached to the clamp arm and not detached as reported by the customer. The device was functionally tested with a gen11. During functional testing an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. No conclusion could be reached as to how this issue occurred. The batch record was reviewed and no anomalies were noted during the manufacturing process.